Manufacturer narrative:
Maquet has not yet received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview accessory pack short port btt black inflation valve would not stay depressed so, the balloon would not hold air. Another replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.